Event description:
It was reported to philips that x-ray tube was not shooting x-rays, preventing imaging. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.